Manufacturer narrative:
(B)(4). Insulin pump received with missing retainer ring and reservoir tube lip o ring. Insulin pump received with partially broken off piece at the reservoir tube lip. Unable to perform displacement test. However pump passed sleep current measurement, active current measurement and self test. P cap reservoir will not lock properly due to missing retainer. No unexpected failed batt test or battery failed alert noted during testing.

Event description:
Information received by medtronic indicated that the insulin pump had battery failed alarm. Customer stated that they were having new battery cap replaced but still having issue. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.